Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that an injector locking n40-o had the injector loose and leaked. The following information was provided by the initial reporter: "it was reported that the injector became disconnected from the connector and tubing. " d.1. Medical device brand name: njector locking n40-o. D.4. Medical device catalog #: 515056. D.4. Unique identifier (UDI) #: (B)(4). G.4. PMA / 510(k)#: k201099. H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that an injector locking n40-o had the injector loose and leaked. The following information was provided by the initial reporter: "it was reported that the injector became disconnected from the connector and tubing. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd phaseal injector n40-o had the injector loose and leaked. The following information was provided by the initial reporter: "it was reported that the injector became disconnected from the connector and tubing. "